Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed unexpected restart error and signal too low during normal use. The patient's blood glucose at the time of incident is unknown. Troubleshooting occurred and the insulin pump was not stored for an extended period of time. The unexpected restart error alarm occurred several times during normal use. The insulin pump will be returned and replaced.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No external ram crc error alarms or unexpected no delivery alarms were noted. The pump was received with a missing end cap sticker, a cracked reservoir tube and minor scratches on the lcd window.